Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient reported feeling terrible and shortness of breath. High pacing thresholds on left ventricular lead was observed. The lead was capped and replaced on (B)(6) 2018 due to mechanical complications. No further information is available.

Manufacturer narrative:
Correction: please uncheck 'not returned to manufacturer' because the device was returned and evaluated manufacturer.